Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.